Manufacturer narrative:
Analysis was not able to confirm the customer comment of a "broken prong" however it was noted that the upper case was broken, the output connector wire was pinched as was the display wire and its insulation was exposed, capacitor c277 on the main printed circuit board was damaged and the generator needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken prong. The generator was returned for service. No patient complications have been reported as a result of this event.